Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including use an rf probe as a lever to enlarge the surgical site or gain access to tissue. The complaint allegation was not confirmed, and no evidence of the failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 it was reported by a sales representative via (B)(4) that an ar-9815 apollo rf broke and there was debris inside the patient. This was discovered during the case with no patient harm.